Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that two everest xt mi rod reducer tower tips broke off intra-operatively. The procedure was completed successfully without surgical delay. This report represents the first of the two everest xt mi rod reducer tower tips.

Manufacturer narrative:
The returned device was visually and functionally inspected. Upon functional inspection, the device was connected to a test rod and reduced down to check for connection stability. The device was not able to perform as intended, as main body jamming was observed during analysis. The device was not fractured as reported. This event is not reportable as no death or serious deterioration in state of health of a patient, user, or other person has occurred or is likely to occur.

Event description:
It was reported that two everest xt mi rod reducer tower tips broke off intra-operatively. The procedure was completed successfully without surgical delay. This report represents the first of the two everest xt mi rod reducer tower tips. Upon investigation, this device was not found to be fractured- the device experienced jamming issues.